Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed battery test failed at 73 minutes and needed 120 to pass. Charged over weekend to confirm. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported on facility medwatch # (B)(4) that the cs300 intra-aortic balloon pump (iabp) failed battery test at 73 minutes. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed battery test failed at 73 minutes and needed 120 to pass. Charged over weekend to confirm. A supplemental report will be submitted upon completion of our investigation.